Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
If explanted, give date: not applicable, remains implanted in the eye. It was indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device cannot be completed. A review of the device/lot history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. (B)(4). All pertinent information available to johnson and johnson vision has been submitted.

Event description:
It was reported that the tecnis toric intraocular lens (model zct150, +23.5 diopter) rotated after it was implanted in patient¿s left eye. The degree of rotation was not provided. It was learnt that during the post op visit, day seven (7), patient was experiencing blurry vision. Patient further stated she had blurry vision since the surgery. One day post op, (B)(6) 2018, the uncorrected visual acuity was 20/30-1, pinhole was 20/20-2. Additional information was received, where it was reported that the doctor reset (rotated) the lens corresponding to a refraction with an axis of 131 degrees. The date of lens rotation was not provided; however, was stated as planned/schedule the week of (B)(6) 2018. Patient was prescribed lotemax 0.5% and azopt 1%, with continued use of lumigan and combigan at post op visit, (B)(6) 2018. Uncorrected visual acuity 20/40-2. Best correction final visual acuity as 20/20-2. Doctor noted patient's iop (intraocular pressure) was up in both eyes and patient is a steroid responder. No further information was provided.